Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident. It was reported that the insulin flow blocked. The customer stated that the insulin did not exit and pump alarmed insulin flow blocked. The troubleshooting was performed and was advised to remain disconnect and push insulin slowly through the tubing. Customer reported that insulin exits the tubing. The insulin pump will not be returned for analysis.